Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed lesion being treated was located in the severely tortuous right coronary artery (rca). Two 3.00x20mm taxus liberte stent delivery systems (sds) were advanced to but neither could not cross the target lesion. The procedure was completed using a non-bsc stent. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the sds device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was contrast visible in the distal shaft. Microscopic examination of the stent implant identified damage on the distal end of the stent; four struts in the first row and two struts in the second row on the distal end of the stent were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)